Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a small hole was opened near the catheter connection part. The patient's status was alive-no injury.

Manufacturer narrative:
The returned valve was patent. It met the requirements for valve flux, siphon, and reflux testing. The valve did not meet the requirements for leak, pressure-flow, and pre-implantation testing. The valve did not meet the requirement for leak testing due to tears in the delta chamber casing. It is unknown how or when the damage to the casing occurred. The IFU cautions, ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting or crushing of component. Such damage may lead to loss of shunt integrity¿¿ proteinaceous debris was observed on the exterior and interior of the device. The instructions for use cautions, ¿the system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris.¿ all valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.